Event description:
During preparation for use, the angiosculpt device could not advance and got stuck on the guide wire. The angiosculpt device and the guide wire were retracted successfully together.

Manufacturer narrative:
Pt info is unknown. The hospital declined to provide the pt info. The angiosculpt device and the 0.014" guide wire were returned for lab analysis. Visual examination confirmed the distal tip was damaged. The balloon was wrinkled at the proximal marker band and the transition tubing was wrinkled in the proximal bond area. The device separated at the shaft approximately 22 mm distally to the proximal bond area. Evidence of necking at the distal end of the proximal separated section. Both separated sections of the angiosculpt device were over the guide wire and held together by the guide wire. The guide wire was unable to be removed from the angiosculpt device. All device components were present. There is evidence of necking at the location of the separation, which indicates possible mishandling (such as excessive force) of the device by the user. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.